Event description:
It was reported that the implant was removed due to the implant threads becoming damaged and stripped.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight not provided.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual evaluation of the as returned product identified damage threads. Damage on the implant due to the removal process. Functional testing to recreate the reported event, verified the implant doesn't engage with an in-house screw due to damage internal threads. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 12 (universal) and was used for approximately 6 months, 22 days. The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 9-10/19. Information identified: contraindications warnings changes in performance adverse effects DHR review: DHR review was completed for the subject lot number (1232500). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1232500) for similar events and no other complaint was identified. Review completed utilizing keywords: damaged threads post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (tsvtb13). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.